Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 6.1 had failed and not detected on the bus. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on bus. A field service engineer (fse) confirmed that some drawers on main and aux were off bus after reboot. So, the fse reseated the row board cables on 6.1 on the main the rest came back on bus on the 3 shut down completely. Also fixed zebra printer issue had to reload drivers due to wrong or printer drivers. So, the fse set up settings and did a test page and nurse was able to print an insulin label prior. The system functioned as intended after the field service engineer repaired the device.